Event description:
During ivtm therapy using a quattro catheter (lot # 199451), the customer observed an empty saline bag and the presence of blood in the start-up kit (suk) (lot # 194965) tubing, suggesting a catheter leak. In addition, when the roller pump was running, the customer noticed a bit of air and a small amount of blood mixed together, and there was also a saline leak around the suk tubing near the roller pump. The customer performed the catheter leak check per IFU. Per the reporter, the catheter and the suk were not replaced as the issue occurred on the 4th day of the treatment. The console was confirmed to be functional. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the quattro catheter (lot # 199451) suspected leak was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect in the bond. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the proximal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 199451.